Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a no delivery alarm but was resolved. The customer's blood glucose was 406 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injections. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.